Event description:
It was reported that insulin pump displayed malfunction alarm due to software error, and no other notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if alarm appeared again, and device was not returned.